Event description:
The gi/endo- fellow was completing training on the bravo capsule placement. Either two separate bravo devices malfunctioned or it was related to operator error. The first device did not adhere at all to the esophagus. The second device adhered to low in the esophagus and had to be removed causing a small ulcer. A third bravo capsule device was deployed by the attending physician, which adhered to wall of esophagus properly. Manufacturer response for bravo ph capsule, bravo ph capsule delivery dev, 1-pk (per site reporter): the given imaging rep was alerted as to the event.

Event description:
The gi/endo- fellow was completing training on the bravo capsule placement. Either two separate bravo devices malfunctioned or it was related to operator error. The first device did not adhere at all to the esophagus. The second device adhered to low in the esophagus and had to be removed causing a small ulcer. A third bravo capsule device was deployed by the attending physician, which adhered to wall of esophagus properly. Manufacturer response for bravo ph capsule, bravo ph capsule delivery dev, 1-pk (per site reporter) the given imaging rep was alerted as to the event.